Event description:
It was reported that the dcb00 intraocular lens (iol) was defective and did not deploy correctly. Initially, reporter stated that she doesn't know if there was patient contact. Later it was stated that there was a patient contact. The nature of the product problem was described as defective iol did not deploy. Lens was exchanged to same type of iol. Patient is fine. The product is not being returned. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.